Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide and warning that lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The IFU also states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as cardiac arrhythmias. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, arrhythmias, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, patient was admitted on (B)(6) 2016 for a head injury status post fall at home. An ICD interrogation showed sustained ventricular tachycardia (vt). On (B)(6) 2016 cardiac CT showed inflow malposition (sucking down on inferior wall). Site has decreased patient speed to help minimize suction events, currently at 2380 rpm. Site reports that whenever the patient sits up he goes into fulminant vt. Patient remains hospitalized as status 1a-exception with unos for pump malfunction. Patient will remain hospitalized until the time of transplant. It was reported by the site that the patient was transplanted on (B)(6) 2016, due to inflow cannula malposition. It was stated that the pump would be returned. No additional information provided.

Manufacturer narrative:
The device was returned for evaluation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. With a review of the available information there was no evidence of a device malfunction or performance issues of the device that would impact the reported event clinical factors that may have contributed include patient anatomy related to remolding of the left ventricle and patient vs. Lvad position. The most likely root cause of the reported event may be attributed to inflow malposition. There are patient and procedural factors that may have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (b)(4 was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination revealed evidence of thrombus on the exterior surface of the inflow extending from the sewing ring. However, no gross evidence of thrombosis is observed within the pump. Log file analysis indicated normal pump operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.